Event description:
During pt support, the console flows dropped. A backup console was used with no impact to the pt. The console was examined and the regulator and transducer assemblies were replaced.